Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. (B)(4).

Event description:
Information received from the (B)(4) study. Treatment of a 3.0cm arteriovenous malformation (avm) located in both the deep and superficial part of the cerebrum, eloquent area, non-hemorrhagic lesion. It was reported that the patient developed cerebral infarction after undergoing her first onyx embolization treatment with three onyx 18 on (B)(6) 2011. The physician commented that it was assumed that the onyx refluxed upon occluding the feeder posterior cerebral artery (pca) and the normal artery was also occluded causing the large cerebral infarction on the left occipital lobe. The patient also experienced hemianopsia on the right side. It was reported that the patient still had a cerebral infarction and hemianopsia on her twelve month follow-up, but she recovered from the symptomatic epilepsy.